Event description:
As reported by the study, during this percutaneous coronary intervention (pci), the 3.0x13mm cypher select plus stent was post-dilated with a 3.5 x 8mm balloon at 12 atm due to insufficient flow. This patient presented to the cardiac catheterization unit stable angina pectoris and 2-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel, statins and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure cardiac enzymes were completed, but the results were not documented. Pci was performed on a de novo lesion in the proximal left circumflex of 14mm in length in a 3.49mm vessel diameter with moderate tortuosity of the proximal segment. The (type c) concentric lesion was characterized with angulation between 45-90 degrees, heavy calcification and with thrombus absent. The lesion was pre-dilated with a 2.5x9mm balloon at 14 atmospheres (atm) before a 3.0x13mm cypher select plus stent was deployed at 16 atm with satisfactory results. Post dilation was done with a 3.5x8mm balloon at 12 atm due to insufficient flow. Post-procedure medications included permanent aspirin, clopidogrel, statins and ace inhibitors. It is unclear if post procedure cardiac enzymes were completed. Telephone follow-up was made with the patient 33 days later. The patient reported angina pectoris. All post-procedure medications remained the same and there were no adverse events reported. While doing the 6-month follow-up 180 days after the index procedure, it was learned the patient had a relapse of myeloid leukemia within two weeks of the 1-month follow-up. In addition, the patient died 102 days after the index procedure due to acute myeloid leukemia. This was considered a non-cardiac death and unrelated to the cypher stent and the procedure. An autopsy was not performed.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.